Event description:
On (B)(6), the patient went to the hospital emergency service ensuring that last (B)(6), the pacemaker was whistling intermittently while coming back from his walk and he was listening this intermittent whistling all the night. The physician checked the subject pacemaker, and nothing wrong was found. The pacemaker is apparently working properly but the patient is so insistent about this pacemaker whistle and he is so distressed that the physician is requesting an analysis of this case to calm down the patient. The patient has not clinical records of deafness.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
On (B)(6) the patient went to the hospital emergency service ensuring that last (B)(6) the pacemaker was whistling intermittently while coming back from his walk and he was listening this intermittent whistling all the night. The physician checked the subject pacemaker, and nothing wrong was found. The pacemaker is apparently working properly but the patient is so insistent about this pacemaker whistle and he is so distressed that the physician is requesting an analysis of this case to calm down the patient. The patient has not clinical records of deafness.

Manufacturer narrative:
Preliminary analysis revealed no anomalies.

Event description:
On (B)(6), the patient went to the hospital emergency service ensuring that last (B)(6), the pacemaker was whistling intermittently while coming back from his walk and he was listening this intermittent whistling all the night. The physician checked the subject pacemaker, and nothing wrong was found. The pacemaker is apparently working properly but the patient is so insistent about this pacemaker whistle and he is so distressed that the physician is requesting an analysis of this case to calm down the patient. The patient has no clinical records of deafness.